Manufacturer narrative:
The initial MDR stated that the flow sensor was replaced to fix the reported issue. This follow-up MDR is being submitted to clarify that the flow sensor was cleaned and then reinstalled. The unit was returned to service.

Manufacturer narrative:
The flow sensor was replaced to fix the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, the tidal volume cannot be measured upon the start-up. The flap of the flow sensor is open. There was no reported patient involvement.